Event description:
The trailblazer was used via a contralateral approach to a totally occluded left common iliac/external/common femoral to popliteal. The physician was able to gain access subintimal with a .018 wire, and advanced the trailblazer with the wire through subintimal tissue to left common femoral. The physician removed the wire and advanced a super stiff wire through the trailblazer. The physician went to remove trailblazer, but only part of trailblazer was removed leaving the distal portion in patient. The trailblazer snapped proximal to all markers and the physician could not retrieve the remaining piece of catheter. After several attempts, the physician was able to pass another wire down an additional subintimal plane and stented over the fractured trailblazer catheter. The piece of the trailblazer that was removed was thrown away by staff.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.